Event description:
Per the surgeon's report, the pt's flange fixture and abutment fell out. The pt received a new flange fixture with abutment (date not reported) and was fitted with the sound processor in 2006. No further info was provided. Analysis showed that all measurements of the device were within specs.

Manufacturer narrative:
This is a final report.